Event description:
It has been reported that the stainless steel shaft of the screw driver broke. There was no adverse consequence to the pt.

Manufacturer narrative:
Visual inspection confirmed the breakage in the junction between the pin and the shaft (brittle area of the drill bit). Historical data analysis confirmed this was an isolated incident. The root cause of the event is unknown. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.